Event description:
This patient was enrolled into the study in early 2008 due to restenosis of previously placed cypher stent. This was treated with the placement of a 2.75x13mm cypher select.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.